Manufacturer narrative:
Reliability analysis inspected 3 opened/used enlite sensor and performed visual inspection and found all 3 sensor cannula bent. Unable to confirm customer received sensors in said condition due to customer returned opened/used.

Event description:
While reporting issues with bent sensors, customer reported having a blood glucose level around 40 mg/dl. Blood glucose level was 77 mg/dl at the time of the call. No further information was provided.